Event description:
It was reported that the patient received a durom acetabular component 56/50 code p on the left side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2012 due to elevated cocr levels in blood.

Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. An investigation of the documents provided revealed that the zimmer product was used in combination with competitor's products. This situation reflects an off label use. The product combination with a not zimmer product is not approved and recommended by zimmer at all. It is unlikely that a product failure itself cause the event. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).